Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs revealed consistency with the complaint intake showing subsequent boots following the complaint date and triggering of these alarms. The long-term log analysis of the battery data did not contain enough data points, however, a telnet batttest revealed that cell 1 of battery 2 had drifted ~78mv from cell 3, tripping the cell imbalance mechanism within the battery. When the returned console was booted for the first time during bench testing the console alarms were consistent with what was seen in the field. When visually inspecting the batteries, it was observed that one of the battery status light-emitting diodes were completely blank. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. The cause of the aic battery failure was due to the decline of single cell within battery 2. This report is being filed as part of a retrospective review of historical records.

Event description:
The field service logistics coordinator reported that the automated impella controller (aic) generated a battery failure alarm upon boot up. It was reported the console had been plugged in and the battery was turned on via the bottom of the aic. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.